Event description:
It was reported that, during reprocessing, the duodeno videoscope tested positive for an unknown number of colony forming units of staphylococcus warneri. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report # 9610595-2026-27671.

Event description:
No additional information provided by the customer.